Manufacturer narrative:
(B)(4). Date sent: 2/26/2019. Upon review of the information provided, it was concluded that this event was originally reported july, 17, 2018 on under mw# 3005075853-2018-11345.

Manufacturer narrative:
(B)(4). Batch # p93722. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that the titanium tip was broken inside patient during the surgery. The surgeon and nurse paid more efforts to search for the broken piece but still failed. The whole surgery was delayed and possible injury may occur due to foreign body residual.